Event description:
The customer contacted physio-control to report that their device went into AED mode and would not fire on patient in v-tach. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h6 health impact code of the initial medwatch report indicated: no patient involvement, 2645, f27 section h6 health impact code of the initial medwatch report should have indicated: no health consequences or impact, 2199, f26

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device went into AED mode and would not fire on patient in v-tach. This issue is patient related; however there was no adverse event reported.